Manufacturer narrative:
Date sent: 11/30/1998. Device not returned for analysis.

Event description:
It was reported that a tx30v was used during a lobectomy procedure. It was reported by the affiliate that the left pulmonary artery was stapled and manually transferred after that, a little leakage of blood was seen and this was manually sutured. There was no consequence to the pt.